Event description:
Implant fracture.

Manufacturer narrative:
Implant regio 46 fractured. Construction was a crown placed on the implant. Patient suffered from periimplantitis, following bone loss and implant instability. Fracture was caused by mechanical overloading after 7 years in situ. The technical evaluation revealed, that the complained article isn´t correct. We received a j1052.4311. Batch unknown.

Event description:
Implant fracture.